Event description:
Pt received a .02 tesla MRI in 2003. The scan was discontinued due to complaints of discomfort. Med-el was not contacted prior to this MRI study. No MRI forms or positioning info was given to the radiologist. Pt complains of decreased hearing and increased facial stimulation, since the MRI study, while wearing the speech processor and coil.